Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd precisionglide¿ needle "shot" insulin into the patient's face when trying to dispense it. The following information was provided by the initial reporter: "patient also report a 4th needle that was clogged while trying to dispense the insulin but this one actual shot the insulin into the patients face."